Event description:
The customer has requested an accuracy check as they have experienced issues with accuracy. The customer has been using alpha omega's (third party], microdrive, which is non-compatible with leksell vantage.

Manufacturer narrative:
Initial investigation is based on information from the user regarding the case and investigation of the arc system together with its frame holder. The system was investigated regarding accuracy. No mechanical faults that could explain a shift in the size reported could be found. The system is within speciation of mechanical accuracy. No injury of the patient has been reported. The root cause has not been confirmed yet. The customer has been using alpha omega's (third party], microdrive, which is non-compatible with leksell vantage. The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
D4 updated. H4 updated. H6 updated. H10 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer requested an accuracy check as they had seen a discrepancy when using the system for one dbs implantation. This site is using a microdrive supplied by a third party (alpha omega) in conjunction with the leksell vantage stereotactic system. The leksell vantage stereotactic system has been investigated regarding mechanical accuracy and it is well within specification. The leksell vantage stereotactic system has been investigated with an alpha omega microdrive but not the customer's own microdrive as this was not available for testing. The investigation concluded that microdrive (alpha omega) is incorrectly interfacing the leksell vantage stereotactic system in a way that it may cause a significant shift both anterior and lateral (accuracy error). This shift is seen for the system tested only and is judged to be highly dependent on the combination of microdrive (alpha omega) measurements and the stop holder measurements. Tests were also repeated with the leksell vantage stereotactic system using elekta microdrive which show much better accuracy (within specification) than using the alpha omega microdrive due to correct interfacing to the system. The root cause could therefore be concluded to be caused by incompatibility by a third party product. Alpha omega is claiming compatibility with all elekta instrument ab's stereotactic systems on the market. Elekta instrument ab has on several occasions informed alpha omega that interfacing towards only the stop holder is incorrect and will cause accuracy issues. Elekta instrument ab recommended alpha omega to review their interfacing design and stated that alpha omega cannot claim compatibility with elekta instrument ab's stereotactic systems. No injury of the patient have been reported and no replacement of leads were needed. No product related issues could be found with leksell vantage stereotactic system.